Event description:
Adverse event(s): "no pt impact reported." (No consequences or impact to pt). Product problem(s): "knifes are dull." (Dull). The nurse reported that the knife was dull. No pt impact was reported. Additional follow-up info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).